Event description:
During a normal device exchange procedure, the lead was unable to disconnect from the header of the device. Multiple hex-wrenches were used but it was unsuccessful. The lead was cut from the device. The device was then explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of cannot untighten the v-setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the v-setscrew inset, preventing the wrench from engaging enough of the inset to untighten the setscrew. Wrenches cannot penetrate calcified blood so the wrench could only be partially inserted into the setscrew inset. Since the wrench cannot engage the inset, it will slip around in the inset and strip that portion of the inset it is in contact with without untightening the setscrew. In lab testing the calcified blood was removed from the setscrew inset. A wrench could then be fully inserted to engage and untighten the setscrew. The stuck lead was then removed. The calcified blood came through a hole punched out through the septum by the user of the torque wrench at the time of implant.